Event description:
It was reported that during a da vinci-assisted cardiac surgical procedure, the biomed called in to report that the operating room (or) team lost control during procedure. Site had to remove instruments then restart the system to continue the procedure. The technical support engineer (tse) reviewed the logs and found multiple errors informing that the fiber communication faced a bad contact. The tse asked caller to double check the blue fiber cable network in the or. One blue fiber cable was found connected but not well seated to unused surgeon side console (ssc) 2. Tse asked caller to disconnect or secure to resume the procedure. Site decided to disconnect ssc2. Surgery is resuming. The surgeon back called after completed surgery to give more information regarding this issue. The surgeon stated at the moment of the non-recoverable fault the movement of the arms was blocked but patient side manipulator (psm)/arm3, controlled by the master tool manipulator right (mtmr), moved a few centimeters. This could have had serious consequences for the patient, as at the time the monopolar curved scissors (mcs) installed on psm3 was close to the aorta. Fortunately, there were no consequences for the patient. However, the surgeon would like a technical intervention before the next surgery tomorrow. Tse checked logs and found errors pointing to an issue on mtms regarding gravity compensation. This behavior could explain the issue the problem encountered by the surgeon that day. The procedure was completed with no reported injury. The procedure was delayed less than 15 minutes.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse tested the system and performed a gravity check, and no issues were found during testing. The system was verified as ready for use. The complaint was not confirmed based on the field evaluation. The probable root cause cannot be determined.